Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. Based on the available information, this complaint is not substantiated.

Event description:
Field rn employee is calling on behalf of hcp to report pqc for gammagard s/d diluent. Hcp reported that when rn tried to puncture diluent, there was leakage around puncture site as well as lots of built up pressure that caused the diluent to spray out. No patient care was affected by the pqc and no ae was reported. Available for return: unknown additional identifying information : gammagard s/d diluent consent to contact reporter?: unknown consent to contact other contact info?: yes dose number / unit: 0 follow-up to a previous complaint? No follow up information: 05 mar 2024 - (B)(6) called spoke with (B)(6), he did not have lot number. No further information provided.